Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 26 mmol/l (468 mg/dl) with ketones present, while wearing the pod between 36 and 48 hours on the abdomen. The pod was removed, and the cannula was noted to be bent. A manual insulin injection was administered to treat the hyperglycemia by instructions of doctor.

Manufacturer narrative:
The device was observed with the needle fully deployed. The data showed no alarms, drive stalls or timeouts. The device was returned with the exposed portion of the soft cannula bent. When testing the fluid path, a tear was found in the exposed soft cannula at the tip of the formed needle. The cause of the bent cannula and external tear are unknown; therefore the cause of these events cannot be confirmed. No other damages or deficiencies were found during the investigation; the device functioned as intended.